Event description:
Patient had and acute myocardial infarction treated with direct stenting with a cypher -cordis/johnson and johnson stent in the proximal lad. He did well until 2007 when he developed angina and underwent diagnostic coronary angiography showing a coronary aneurysm at the site of the prior placed lad stent. Patient was sent to our institution where the vessel was interrogated with ivus by me demonstrating a true aneurysm measuring 10mm in maximum diameter extending over approx 15-20 mm of the lad. The appearance in my opinion is not that of a traumatic false aneurysm, but more likely a drug induced aneurysm. Other cypher stents placed more distally had mild late malposition but no aneurysmal dilatation. Dates of use: approx six and a half months in 2007. Diagnosis or reason for use: acute mi.